Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/52; 1236-2-852; 58080201. Delta un.fem hd 28mm r28 16/18; 6519-1-028; 42228301. Uni adaptor sleeve v40 ti; 6519-t-025; 46484601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised after patient complaint of pain. Surgeon reported possible metallosis (not clinically confirmed).